Event description:
It was reported that during a meniscus surgery, t1 and t2 deployed simultaneously. It is unknown if the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during a meniscus surgery, t1 and t2 deployed simultaneously. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Updated information: the complaint stated: ¿t1 and t2 deployed simultaneously.¿ the blue split cannula was not returned. T1, t2 were returned. The complaint description is not in sync with the physical return. T2 was still within the needle track. A gentle tug of the suture released t2. The white depth limiter was returned trimmed and attached to the needle. It was creased and misshapen, which indicates resistance from tissue due to probing. The needle was visibly bowed. Twisting or bending of the needle track may encourage release of anchors when not intended. Twisting or bending of the needle track can interfere with advancement and release of ts. Instructions for use explains manual positioning and stripping off of each anchor. There is no deployment with this device, this is a user controlled function. The advancement lever was functional despite the bow. No mechanical issue was observed. No root cause related to the manufacture of the device was confirmed.